Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device would not open after placing a clip on the cystic duct. After firing the device again, the device would release the clip, after spitting another clip behind it. There was no consequence to the pt.

Manufacturer narrative:
H6; bent shaft. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; condition of handle halves, good; crimp location, good; jaw condition, good; jaw position, open; number of clips, n/a and shaft condition, bent. Functional tests & results: could instrument be cycled, no and number of clips fired, n/a. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was returned with shaft bent at approximately 70 degree angle. No testing could be performed due to condition of instrument returned. No conclusion could be reached as to how this damage occurred. This inquiry was originally reported as rpo "record purpose only."